Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for fibrin was observed. Erroneous results cannot be evaluated via a photo. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for fibrin and erroneous results was not observed: there were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure modes (fibrin, erroneous results-troponin I) via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples tested demonstrated clinically acceptable performance. Replicates of both retention and control samples were acceptable in terms of both precision and accuracy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fibrin, based on the photo provided. This complaint cannot be confirmed for erroneous results based on the testing completed. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with bd vacutainer® sst¿ ii advance plus blood collection tube additive was missing resulting in fibrin clots and erroneous troporin flyers results. There was no report of patient impact. The following information was provided by the initial reporter: we have been having an issue with random non-reproducible troponin flyers at our smaller laboratory using the sst tubes since moving to beckman analysers. We identified that this may be because samples weren¿t being left to clot for 30 mins prior to being centrifuged, potentially resulting in small fibrin clots in sample interfering in analysis..... So we have now starting timing this in the lab to ensure they are left to clot. However it seems that we have still seen this happening, despite leaving it for 30 mins. Additionally, the following information provided: 1) what troponin assay is in use and has the troponin flyers - troponin-I, troponin-t, or troponin-c - troponin - I. 2) were any erroneous results reported to healthcare provider? We have not been able to assess patient impact. - if so - were any patients treated based on the erroneous results? - any other patient impact? We have not been able to assess patient impact.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® sst¿ ii advance plus blood collection tube additive was missing resulting in fibrin clots and erroneous troporin flyers results. There was no report of patient impact. The following information was provided by the initial reporter: we have been having an issue with random non-reproducible troponin flyers at our smaller laboratory using the sst tubes since moving to beckman analysers. We identified that this may be because samples weren¿t being left to clot for 30 mins prior to being centrifuged, potentially resulting in small fibrin clots in sample interfering in analysis. So we have now starting timing this in the lab to ensure they are left to clot. However it seems that we have still seen this happening, despite leaving it for 30 mins. Additionally, the following information provided: 1) what troponin assay is in use and has the troponin flyers - troponin-I, troponin-t, or troponin-c - troponin - I. 2) were any erroneous results reported to healthcare provider? We have not been able to assess patient impact. If so were any patients treated based on the erroneous results? Any other patient impact? We have not been able to assess patient impact.